Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient felt a vibratory alert from her implantable cardioverter defibrillator and sent a data transmission to the clinic. The patient was then brought into the clinic for further examination. Upon interrogation of her device, it was found to be in backup vvi operation. The backup vvi status report indicated that the status was caused by poor telemetry with the transmitter. The device was then restored to normal function successfully. The patient was asymptomatic.